Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A doctor of optometry reports a patient with topographically-observed "central islands" (corneal irregularities) following a custom myopia with astigmatism laser procedure. This report is for the right eye, the left eye is being submitted under manufacturer number 1061857-2007-00468. Pre-op patient exams were not provided. However, at 8.5 months post-op, bcva in the right eye was 20/25- and ucva was 20/60-. The surgeon's notes indicate decreased bcva, visual disturbances, overcorrection and dry eyes. At 8.5 months post-op, sphere was +2.25 diopters and the patient exhibited -2.00 diopters of astigmatism. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patient's with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.